Manufacturer narrative:
Add'l info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested. Synthes is unable to determine mfg date. Add'l info has been requested.

Event description:
The cancellous bone screw broke intraoperatively during an opening of a previous incision. After bending of plate, it was implanted with a counter incision to the iliac. Excision of the part of the bone. Pt closed with agraffes. Good solidity of the plate and screws. A wire was placed in order to fix the graft. Procedure completed.